Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the modrately tortuous and moderately calcified right coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: nc emerge balloon catheter was returned for analysis. The balloon was loosely folded and bloody. Analysis of the tip, balloon, hypotube and inner/outer shaft included microscopic and visual inspection. Inspection revealed a pinhole in the balloon material that was located over the distal markerband, and the tip was damaged (flared). Inspection of the rest of the device found no other damage or defect. The reported burst was confirmed.